Event description:
Medical staff noted that a patient's heart rate was below 40 beats per minute, per the patient. The patient and medical team were unsure if the patient's bradycardia was related to vns. No additional relevant information has been received to date.